Manufacturer narrative:
We have received the complaint device for evaluation. We did not observe any balloon rupture in this catheter. Instead, we observed a pinhole on the middle section of the balloon. We did not observe any other defects in this catheter. Both of the windings were properly held in place. We were able to flush the irrigation lumen without any resistance. When the section of the balloon with the pinhole was pinched and the balloon was inflated, it inflated and deflated properly. During our follow-up investigation, we were informed that the surgeon had inspected the device before use and he found it to be operating properly. The balloon deflated when the surgeon attempted to remove the clot from the patient's vessel. The catheter was operated on a stenotic blood vessel. Based on our device evaluation, there is no indication that the balloon failure (pinhole) was related to manufacturing. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. We recommend exercising caution when encountering extremely diseased vessels. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials.

Event description:
The balloon of the lemaitre over-the-wire embolectomy catheter ruptured during an embolectomy procedure. There was no harm to the patient as a result of this incident. The surgeon used another over-the-wire embolectomy catheter to complete the procedure.